Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and detachment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the mildly tortuous and mildly to moderately calcified coronary artery. During inflation of a 20mm x 3.50mm emerge mr balloon catheter at 18atms a balloon rupture occurred. After the balloon burst, upon pullback the shaft snapped, the balloon completely detached off of the delivery system and remained in the vessel. The detached balloon was retrieved using a snare. The procedure was completed via access of the left groin with another emerge mr balloon catheter and an unspecified stent system. During the procedure the patient received lovenox. No further patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and detachment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the mildly tortuous and mildly to moderately calcified coronary artery. During inflation of a 20mm x 3.50mm emerge mr balloon catheter at 18atms a balloon rupture occurred. After the balloon burst, upon pullback the shaft snapped, the balloon completely detached off of the delivery system and remained in the vessel. The detached balloon was retrieved using a snare. The procedure was completed via access of the left groin with another emerge mr balloon catheter and an unspecified stent system. During the procedure the patient received lovenox. No further patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and detachment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the mildly tortuous and mildly to moderately calcified coronary artery. During inflation of a 20mm x 3.50mm emerge mr balloon catheter at 18atms a balloon rupture occurred. After the balloon burst, upon pullback the shaft snapped, the balloon completely detached off of the delivery system and remained in the vessel. The detached balloon was retrieved using a snare. The procedure was completed via access of the left groin with another emerge mr balloon catheter and an unspecified stent system. During the procedure the patient received lovenox. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the inner shaft was buckled 16 mm from the proximal markerband. There was a complete circumferential balloon tear 6.5cm from the proximal balloon bond. The inner shaft was separated 20 mm proximally from the proximal balloon bond. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload, material stress/fatigue. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to detached balloon and shaft components. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not exceed the rated balloon burst pressure." (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).